Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5 and restricted septal leaflet. A triclip xtw (50429r1014) was inserted and deployed on the tricuspid valve. However, difficulties visualizing the clip occurred, and post deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A second clip, a triclip xtw (50429r101), was then inserted without issues. However, it was noted that difficulties visualizing the clip occurred. The clip was ultimately deployed on the tricuspid valve, reducing tr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and similar complaint review were not performed as no lot information was provided. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be related to poor image resolution and challenging patient anatomy (septal leaflet restricted). A cause for the reported image resolution poor could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and similar complaint review were not performed as no lot information was provided. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be related to poor image resolution and challenging patient anatomy (septal leaflet restricted). A cause for the reported image resolution poor could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.